Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately classified a rhythm as ventricular fibrillation (vf); however, no therapy was delivered. It was suspected that the programmed 5-second detection window or spontaneous termination of the rhythm may have contributed to the device not delivering therapy. Nonetheless, the termination of the episode could not be observed on the electrogram (egm). Additionally, ventricular undersensing was noted in another recorded episode. Technical services (ts) was consulted to provide their assessment of this case. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.